Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced unit received for sticky vertical syringe drive mechanism. The proximate cause of the reported issue was to the tube drivearm being bent due to customer damage. A review of the device history record for sn (B)(4) was performed from 10/25/2014 to 8/20/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a sticky vertical syringe drive mechanism.